Event description:
It was reported that the control-iq algorithm delivered an auto-bolus inappropriately. It was not reported if the customer experienced a high or low bg level; but customer alleged the issue required medical assistance to address. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.